Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: chest injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient who underwent a breast augmentation primary with an unknown textured mentor gel breast implant has experienced a right-sided chest injury in which the incision opened and the implant fell out. Patient reported that there was a hole in the implant and there was sticky substance outside the breast. As a result, the patient underwent explantation on (B)(6) 2020.